Event description:
Per the clinic, the patient underwent cochlear implantation surgery on (B)(6) 2023. The surgical time was extended due to a high resistance of electrode 20. The device was exchanged with a back up implant and the back up implant was implanted successfully.

Manufacturer narrative:
This report is submitted on may 24, 2023.